Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior repair and cystoscopy. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and (B)(6) 2013 and mesh was implanted during each surgery. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh revision surgery on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4).